Event description:
It was reported that during a coronary stenting treatment procedure, stent embolization occurred. The 70-80% stenosed lesion being treated was located in the moderately calcified, tortuous proximal right coronary artery (rca). The lesion was not predilated. The physician attempted to place the 2.75x20 liberte bare metal stent, but was unable to cross the lesion. The stent dislodged from the stent delivery system. The physician attempted to retrieve the stent with a snare, but was unsuccessful. The stent was crushed and an unknown stent was deployed. The patient remained in the hospital 'a couple days long' due to the length of the procedure. Patient status reported as "good".